Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). The patient could feel the reservoir in the supra-pubic area. A revision surgery was performed in which the existing reservoir was removed and a new component was placed in a new pocket. The patient was said to be dong well following the procedure.